Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. Additionally, the customer received a cartridge alarm (alarm 1) while the customer was disconnected from the pump to go swimming and pump was inside the house. Customer's blood glucose was 100-200 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged temperature alarm was verified; however, the alleged alarm 1 could not be verified. Additionally, a different issue was identified.